Event description:
On 2/21/95 device was implanted. On 9/12/96 the pump was removed. On 2/27/96 the pump was reimplanted. On 9/10/96 the pump was removed from the pt because it had eroded through the skin.